Manufacturer narrative:
(B)(6). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned complaint device revealed a pinhole found over the proximal ro marker. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional examination could not be performed due to the balloon lumen was occluded, and it was not possible to unblock it. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon would not inflate. Reportedly, the balloon was removed from the patient and a hole was noted on the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the balloon found a pinhole; therefore, this is now an MDR reportable event.